Event description:
The destination therapy patient was implanted with a vented electrical left ventricular assist device (lvad). It was reported by the vad coordinator that while at home, the patient experienced intermittent yellow wrench alarms that sometimes turned into a red heart alarm. The patient went into the clinic and was tethered to the system and the vad coordinator was able to capture power limit advisory alarms. The patient was admitted to the hospital for observation and a couple of days later experienced pump failure. The patient was then placed on pneumatic support using a stroke volume limiter (svl) and drive console. Six days later, the patient was exchanged with another manufactururer's device.

Manufacturer narrative:
The cause of the power limit advisory alarm was due to the rotor intermittently binding as a result lower main bearing wear. The examination of the mechanical aspects of the device revealed wear to the internal components of the lower main bearing, especially to the bearing inner race and retainer. The observed wear to the internal components contributed to misalignment of the internal components, which ultimately caused the bearing to bind. The result of the lower main bearing binding contributed to significant rotor drag and high pump power consumption, and depending on after load the potential of intermittent motor operation. The examination of the pump assembly also revealed significant graft distortion (kink/twist) beneath the bend relief. Examination of the graft distortion suggests that the distortion may have occurred due to a combination of pump movement during use or due to a twist that occurred during the implant procedure. The result of the outflow graft distortion would contribute to high after-load, which in turn would contribute to high pump chamber pressure during eject. The evaluation of the lower main bearing suggests that the internal wear of the bearing wear may have occurred as a result of lubricant loss. The manufacturer is addressing the bearing wear issues through the preventative and corrective action system. No further information is available. The manufacturer is closing its file on this event.